Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Struts on row 1 were misaligned. Solidified contrast media was present within the guidewire lumen. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-05413. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the left anterior descending artery. A 2.5x12mm promus element was advanced but did not cross the lesion. A second 2.5x12mm promus element was advanced, but also could not cross the lesion. Upon removal stent damage was noted on both of the devices. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MFR report #: 2134265-2011-05413. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the left anterior descending artery. A 2.5x12mm promus element was advanced but did not cross the lesion. A second 2.5x12mm promus element was advanced, but also could not cross the lesion. Upon removal stent damage was noted on both of the devices. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device